Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm monopolar curved scissors (mcs) instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of 8mm monopolar curved scissors (mcs) instrument would not close all the way. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 2 da vinci products to perform failure analysis, a monopolar curved scissors (mcs) instrument and a tip cover accessory. The products were analyzed and the complaint was not confirmed by failure analysis. The mcs instrument was analyzed. Visual inspection found no damage on the blades. The instrument was placed and driven on an in-house system. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and cut properly. The instrument passed the cut test without issues. No product issue was identified. The tip cover was analyzed and was found to have tearing at the mouth on the distal end. The tear is axially aligned with the tip cover and measures approximately 0.047¿ in length. There are no signs of thermal damage present at the end of any tears. The probable root cause of the reported issue cannot be determined based on the information provided and failure analysis results. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.